Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headache"), back pain ("back pain"), diarrhoea ("diarrhoea"), tachycardia ("tachycardia"), pruritus ("body itching"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, genital haemorrhage, headache, back pain, diarrhoea, tachycardia, pruritus, alopecia, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, diarrhoea, genital haemorrhage, headache, pelvic pain, pruritus, swelling, tachycardia and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headache"), back pain ("back pain"), diarrhoea ("diarrhoea"), tachycardia ("tachycardia"), pruritus ("body itching"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, genital haemorrhage, headache, back pain, diarrhoea, tachycardia, pruritus, alopecia, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, diarrhoea, genital haemorrhage, headache, pelvic pain, pruritus, swelling, tachycardia and urinary incontinence to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.